Event description:
The customer contact reported a disconnection. The pt was receiving an unspecified solution via the tubing set. It was reported that when the anesthesiologist accessed an unspecified port on the manifold to deliver diprivan, the female adapter disconnected from the manifold. The female adapter and manifold were reconnected and the diprivan was delivered. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The female adapter of the tubing set is not solvent bonded to the stopcock manifold. Product labeling states: "check all fittings to ensure tight connection."